Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that for the four days prior to the report, the patient had not been able to get any efficiency coupling bars to show up. The patient was charging next to the skin and the implantable neurostimulator (ins) was at 25 percent charged. The clinician programmer and patient programmer would read the ins. The implant did not feel too deep to the touch. The patient did not use the recharging belt. They had been able to get the device charged up to 75 percent after 4 hours of charging with 6 coupling bars two times since implanted in (B)(6) of that year. There were no falls or traumas. They did the antenna locate (al) feature and was getting 64 to 72 on the bottom and getting a 70 reading on the top. They moved the antenna around ad was getting 72-74-76 on the implantable neurostimulator recharger (insr). About 4 days prior they started having charging problems. They had not been able to charge over 75 percent since implanted. They would probably go with an x-ray at that point. It was then reported that the ins may be flipped, and then the ins flip was confirmed. The x-ray confirmed that the battery was flipped. The healthcare provider (hcp) flipped the battery back in the pocket to correct the orientation. They were able to successfully charge and the patient didn¿t have any issues charging at the time of the report. They were going to monitor the patient and determine if the battery flipped again. The cause of the flip was unknown. The patient had swelling after surgery and may have caused the pocket to expand and ins to flip without the patient knowing. The patient was doing fine and was able to charge their unit.